Manufacturer narrative:
Pending investigation: d10. Concomitants: (B)(6) 13a2101 - cemex system fast genta 70g, (B)(6) 200-02-38 - three peg patella 38mm, (B)(6) 200-04-44 - cemented finned tib. Tra sz 4f/4t, (B)(6) 200-74-09 - cr tibial insert sz 4, 9mm, slope ++, (B)(6) 201-78-14 - holding pin headless sharp point long 4pk, (B)(6) 201-78-15 - holding pin mini sharp point 4 pk, (B)(6) 203-96-42 - 11-4132 stryker sys 6 90x13/21x1.19, (B)(6) 230-03-04 - optetrak asy,cr cemented femoral, sz 4, (B)(6) asa0030 - sterile disposable containers.

Event description:
As reported via legal documentation, a patient had right knee replacement surgery on (B)(6) 2010. They underwent right knee revision surgery on (B)(6) 2020, approximately 9 years 8 months post primary procedure. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Correction: upon investigation this has been discovered to be a duplicate case, all new/additional information will be appropriately processed and reported under MFR# 1038671-2020-00290.